Event description:
Arjo was informed by the distributor in estonia about the event which occurred in russia. Based on the photographic evidence provided, one of enterprise 8000x safety sides was partially detached. The side rail lower arm was detached from the side rail mechanism and one of the two upper arms was broken in two pieces. It was reported that the patient who was laying on the bed had convulsions. The side rail damage occurred during the rescue/provisioning operation for the patient. No injury was reported.

Manufacturer narrative:
The investigation is ongoing. Results of the analysis will be provided to the follow-up report.

Manufacturer narrative:
Arjo was informed by the distributor in estonia about the event which occurred in russia. Based on the photographic evidence provided, one of enterprise 8000x safety sides was partially detached. The side rail lower arm was detached from the side rail mechanism and one of the two upper arms was broken in two pieces. It was reported that the patient who was laying on the bed had convulsions and that the side rail damage was a result of the rescue operation for the patient. No injury was reported. The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail partial detachment might be related to an excessive force applied to the side rail. According to the available information, the side rail damage was a result of a rescue operation for the patient, as the bed was in use by the patient which had convulsions. This is in line with the side rail condition (it was partially detached, as per photographic evidence provided). The instructions for use for enterprise 8000x (746-585) includes the instructions for safe operation to avoid damage of the side rails as follows: - ¿the clinically qualified person responsible should consider the age, size and condition of the patient before allowing the use of the side rails.¿ - "check operation of side rails" - this is a preventive maintenance activity to be performed daily by the caregiver. Arjo device failed to meet its performance specification since the side rail lower arm was detached from the side rail mechanism and one of the two upper arms was broken in two pieces. The device was used for patient treatment when the malfunction occurred. This complaint is deemed reportable due to allegation of safety side partial detachment.